Event description:
It was reported that, pt complains of groin pain and inability to sleep on either side. Pt cannot touch where the bursa sacs were. Blood work indicates possible inflammation; doctor is running tests, cobalt levels elevated.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.